Manufacturer narrative:
(B)(4): the customer reported that the lever locks on two of their microstream co2 extensions had broken in the same spot, causing their intellivue multi-measurement servers x2 (mms), which are connected to the co2 extensions, to fall off. There was no report of any adverse pt impact resulting from the reported problem. The customer ordered and replaced the lever locks on the two co2 extensions which restored a proper connection. There have been no subsequent calls. Note that the lever lock does not hold up the x2 mms, but the x2 mms is held up by shoes that fit around the mms feet. We will consider that the damaged locking mechanism is most consistent with physical damage due to the outside normal and expected. The damage to the lock allows the mms to be removed from its support through pulling in the cables. No further investigation or action is warranted.

Event description:
The customer reported that a monitor has loose connections and may fall onto a pt if the nurse tugs on the cables. No pt harm was reported.